Event description:
It was reported that the patient presented for generator change procedure. During the procedure when the physician attempted to loosen the set screws, the screws would not turn and it was believed that they were stripped. The physician made multiple attempts with different methods, but was unable to remove the screws. Finally, the physician elected to use a surgical drill and they were able to remove the screws successfully. The patient condition was stable.

Event description:
It was reported that the patient presented for generator change procedure. During the procedure when the physician attempted to loosen the set screws, the screws would not turn and it was believed that they were stripped. The physician made multiple attempts with different methods, but was unable to remove the screws. Finally, the physician elected to use a surgical drill and they were able to remove the screws successfully. The patient condition was stable.

Manufacturer narrative:
The reported event of setscrews could not be loosened could not be confirmed. Final analysis found the atrial and ventricular setscrews were drilled out and destroyed during procedure. Further analysis could not be performed due to insufficient product. No anomalies were found.